Manufacturer narrative:
This event should be re-evaluated for MDR reporting. Further review of the event determined that smith & nephew is not the manufacturer of the device reported, therefore, it was determined that this case does not meet the threshold for reporting.

Event description:
It was reported that a revision surgery was performed on 04/11/2019 due tocoxarthrosis.